Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that a part of the electrocardiogram (ECG) was skipped on the programmer. At first, poor contact between the implantable cardiac monitor and the programmer was suspected. It was identified by comparing the information with the remote transmission. The remote transmission confirmed that no pause period was observed. It was noted that an atrial fibrillation (af) episode that includes a pause-like egm was observed during the event, but it was not triggered as a pause. The ECG was appropriately displayed for a few seconds which indicated it as a blank of the merlin patient care system (pcs). The physician suspected that the event occurred due to poor contact between the programmer and implantable cardiac monitor. No interventions were made. There were no consequences to the patient.

Event description:
New information received noted that the implantable cardiac monitor did not exhibit evidence of noise and did not reach the elective replacement indicator (eri).

Event description:
New information received noted that the pause, skipped electrograms (egm), which occurred during an atrial fibrillation (af) was attributed to poor transmission status by bluetooth. It was noted that when the bluetooth signal became weak, the egm is intermittently interrupted on the merlin monitor during interrogation. It is known that it can be influenced by the source of electromotive force (emf) in the surrounding environment. Additionally, this phenomenon is observed when the device is close to elective replacement indicator (eri).